Manufacturer narrative:
D10: 322-42-10 - 145-deg pe 42mm const hum liner +0: (B)(6), 320-42-00 - humeral liner, 322-10-00 - humeral adapter tray, +0: (B)(6), 320-06-42 - glenosphere 42mm: (B)(6), 320-15-01 -reverse glenosphere baseplate , 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a clinical study that the patient underwent a shoulder arthroplasty. Subsequently, the patient developed humeral loosening with an associated osteolytic fracture involving the greater tuberosity. There is also a potential underlying infection (sepsis). The surgeon performed a revision procedure during which the following components were removed: humeral stem, torque screw, humeral tray, humeral liner, glenosphere, and locking screw. At this time, the outcome is considered resolved. No further information is available.